Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge would remain static at 100% despite being in use. The battery gauge would then drop to 5% within a few hours. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.